Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported by the company representative that during a mandible fracture orif, an mp 10mm screw head broke off the screw roughly 8mm into fixation. This did not affect the outcome of the case. The fixated portion of the screw was left in the patient, as it was very secure and flush with the bone and plate. The portion of the screw that fractured off will be returned to the manufacturer for investigation.